Event description:
It was reported that this right ventricular lead exhibited a loss of capture. The pace impedance measurements were also variable, recently ranging from 562 ohms to 981 ohms. The rv lead was successfully replaced, and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).